Event description:
(B)(4). I have had asthma and allergies my whole life, the device was provided by insurer. My reactions are: high blood pressure, hair loss, bloating, joint pain, extreme fatigue, severe body itching, trouble breathing, leg and hand swelling, weight gain, sensation of pressing on throat and neck, headaches, dizziness, nausea.

Event description:
(B)(4). I also have heavy menstrual bleeding, pain at implant location. My crp levels have been high since having this implanted. There is not a day that goes by that I don't have pain, some days the pain and fatigue are so bad I can barely get out of bed. I have 4 children and this was provided as an option as to decrease the heavy periods. My periods now last almost two weeks some months and are very irregular.